Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing and the implantable cardioverter defibrillator (ICD) had incorrectly detected atrial fibrillation (af). Reprogramming will take place at the next clinic visit. The device and lead remain in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.